Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4)

Event description:
It was reported that the patient had a ¿short¿ in their previous system and it was replaced. No further information was reported. If additional information is received, a follow-up report will be sent.